Event description:
A nurse reported that the clamp on a peritoneal dialysis tubing set broke as the home patient was putting it on the tubing following a treatment, causing a fluid leak. The patient was treated prophylactically with antibiotics. There was no injury or illness.